Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for: on (B)(6) 2025, multiple channels sampled, 1 colony forming units (cfus) of enterococcus faecium. On (B)(6) 2025 (retest), multiple channels sampled, more than 80 colony forming units (cfus) of pseudomonas aeruginosa, serratia marcescens, and klebsiella pneumoniae. On (B)(6) 2025, suction channel, air-water channel and the auxiliary water channel were sampled. In the auxiliary water channel were identified 5 colony forming units (cfus) of kocuria rhizophila, 5 colony forming units (cfus) of staphylococcus epidermidis, 2 colony forming units (cfus) of moraxella osloensis, 19 colony forming units (cfus) of staphylococcus capitis. In the suction channel was identified more than 80 colony forming units (cfus) of klebsiella pneumoniase, pseudomonas aeruginosa, alcaligenes faecalis ssp, and citobacter freundii complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the field b3. The correct date of event is 12/10/2025.

Event description:
No additional information received from customer.